Event description:
It was reported that the patient received inappropriate shock due to noise. Upon explant, lead fracture was found. The device was impinging on the left shoulder delto-pectoral groove/shoulder crease, and it was thought that this might have contributed to the lead fracture.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Late due to delay in receiving paperwork. The lead insulation was abraded.